Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one hickman 7.0 fr d/l catheter with surecuff was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for external catheter leak, as microscopic evaluation found a pinhole and a crack approximately 2 mm apart with the same longitudinal alignment as well as another pinhole on the opposite side of the surface of the catheter. Both pinholes had a break profile with sharp edges and granular break surfaces. All pinholes and cracks were located approximately 2-4 mm distal to the white lumen adaptor collar. Functional testing resulted in leaks observed from the pinhole and the crack located on the same side of the catheter surface. Tactile testing resulted in slight necking of the catheter distal to white adaptor collar. The definitive root cause could not be determined based upon available information. Based on the observations found, it is likely that clamping the catheter over the lumen adaptor stem may have contributed to the external leak. However, it is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate.

Event description:
It was reported that the catheter was allegedly leaking. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter was allegedly leaking. There was no reported patient injury.